Event description:
Healthcare professional reported a lap-band port with a leak, first noticed when there was less fluid in the band than there should have been. The lap-band port was removed and replaced.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the catalog number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii.